Event description:
Materials#: (B)(4). Batch#: (B)(4). It was reported that the bd syringe 1ml s/t w/ndl 27x1/2 rb needle was clogged / blocked. The following information was provided by the initial reporter: verbatim: rcc received a complaint via email. Email(s) attached. Customer have been injecting her husband with a medication each week for over 10 years. Within the last two months we have had issues with bd needles and the tips exploding off during injection, while medication is being pushed. This explosion has led me to be exposed to his medication twice. We are using bd 1 ml tb syringe. Lot number 3181198. We have wasted two doses and need to pay out of pocket to have these doses provided again. Please advise what additional information you need to remedy this situation and if my out-of-pocket medication costs can be reimbursed.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. E.1. Address was not located and il was used. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
(B)(4) - supplemental MDR - needle clogged/blocked. Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
No additional information was provided.